Event description:
Device 1 of 3 reference MFR report #s 1627487-2014-00423 and 1627487-2014-00424 it was reported surgical intervention was undertaken on 01/15/2015 to explant and replace the patient¿s leads as impedance issues remained. Both devices were reportedly cut to facilitate explant. Effective therapy was recaptured for the patient following the procedure.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2014-00423 and 1627487-2014-00424. It was reported the patient (B)(6) is experiencing intermittent overestimation from her therapy system. A diagnostic test revealed invalid impedance measurements for two lead contacts. The patient reportedly has suffered falls recently. X-rays will be taken for further interrogation.

Manufacturer narrative:
Results: two incomplete stim end leads were received lead ¿a¿ stim end segment 59 cm and lead ¿b¿ stim end segment 53 cm long. The complaint about ¿invalid impedance/jolting sensation¿ was confirmed. As received, microscopic inspection of the returned incomplete lead ¿a¿ stim end segments model 3189 revealed a kink with broken wires were observed approximately 18 cm from the stim end. The damage observed is consistent with overstress the lead was subjected while the lead was in the patient. Continuity test on incomplete lead ¿b¿ stim end segment pass the test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00423.